Manufacturer narrative:
This event took place in germany. No product was returned for evaluation as the product was seized by the german investigating authorities. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer passed away on (B)(6)2023. The report also states that the customer's blood glucose level was high; however, this could not be confirmed at the time of this report, as pump data is not available for review. A supplemental report will be submitted if additional relevant information becomes available.